Event description:
Customer reported on multiple occasions that when attempting to use the freestyle lancing device, a portion of the lancet broke off and became embedded in her finger. The customer then reported removing the lancets herself.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.